Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was returned for analysis. Visual examination revealed that the exposed glass tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the fiber tip was damaged, causing the aiming beam to scatter. The tip showed evidence of impact damage but is still intact. There was no damage observed along the fiber body and the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam seen exiting the distal tip was bright, clear and scattered with a effective transmission of 90.0%. Therefore, the condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A similar complaint search was performed using gcs2, which revealed no other similar complaints towards this lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used for a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was lumenis 30 watt. According to the complainant, during the procedure and inside the patient, the physician fired on the stone and noted that the aiming beam was spread out more than usual. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip was damaged.